Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker, had the right ventricular (rv) lead explanted due to oversensing and high out of range impedance measurements as well as noise and pacing inhibition. The patient was hospitalized prior to the revision procedure. During the procedure to explant this lead a portion of the lead tip broke away from the lead body and required retrieval via a snare catheter through groin access. The lead has been returned and analysis is expected. No additional adverse patient effects were reported.